Event description:
The dealer spoke with customer service and stated that the joystick is doing the same thing it was before. The dealer stated he is confused because he wasn't aware of what it was doing before.